Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never had therapeutic effect and had an increase in symptoms. It was stated the patient was shaking near their parethesia area and were very nervous after their device was implanted. It was noted the patient's status was "good" and she had already had two reprogramming sessions with her healthcare provider. It was later reported the patient had been having anxiety attacks, but they got better when the patient took xanex. It was also stated the patient's left side incision had been rubbing on her pillow. It was also noted the patient's crohn's disease had "flared up" and the patient was being treated for those symptoms. A few months later, it was reported the patient's implantable neurostimulator had been "adjusted" by the healthcare provider on (B)(6) 2011 and the patient left with effective therapy and was "doing fine." It was also reported no device malfunctions were found and no further testing was needed. It was stated the patient had some anxiety issues. Additional information stated the patient had their devices removed "for a while." It was reported the patient's devices were put in atone time and not in stages. It was then reported the patient was unsure if the devices were put in at one time or in stages. Reportedly, the patient's device "never worked right," the healthcare provider wasn't able to get it programmed or adjusted and there was "something wrong" with one of the patient's leads. It was stated the patient's devices had been removed. The patient had two implantable neurostimulators. Please reference regulatory report #3004209178-2013-07411.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v483953, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v508855, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).